Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: damage visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# h663678, qty# 1) was received at us cq. Upon visual inspection at cq, it was observed that the needle component of the device was broken. No other issues were identified with the returned device. The device failure/ defect yes found. Dimensional inspection: the dimensional inspection was performed on the returned device. Documentation/ specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were found during this investigation. The complaint was confirmed. The device was received broken. Hence confirming the allegation. Investigation conclusion: this complaint condition was confirmed for depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# h663678, qty# 1). No definitive root cause could be determined based on the provided information. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 319.006. Synthes lot # h663678. Supplier lot # h663678. Release to warehouse date: may 10, 2019. Supplier: (B)(4). No ncr's were generated during production., part #: 319.006 . Synthes lot #: h663678. Supplier lot #: h663678. Release to warehouse date: may 10, 2019. Supplier: (B)(4). No ncr's generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Part # 319.006. Synthes lot # h663678. Supplier lot # h663678. Release to warehouse date: 10 may 2019. Supplier: avalign technologies-nemcomed no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Photo investigation: the device was not returned for investigation. A photo investigation was carried out on the images provided. Upon investigation, the depth gauge needle and cover was found broken from the rest of the depth gauge (part no-319.006 ). The root cause of this issue cannot be determined with the information provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 a broken depth gauge was discovered in the sterile processing department. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).